Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported via phone call that insulin pump received a weak battery and then insulin pump would shut off. Customer's blood glucose was 149 mg/dl and it was reported that blood glucose was also at 400 mg/dl. During troubleshooting, battery contact was cleaned with alcohol and batteries were changed and display screen returned. Insulin pump also passed self-test. Customer was advised to monitor insulin pump.